Event description:
A customer reported a scan timeout error with the adc device. The customer therefore did not have sensor readings or high/low glucose alarms and became dizzy and lost consciousness. The customer was treated with food at hospital, and had physical examination done. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection was performed and no issues were observed on sensor patch. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, no issues observed. The returned sensor was paired with a known good reader for a communication test. The reader successfully communicated with the returned sensor. A scan timeout error message was not observed. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.